Event description:
It was reported in an (B)(4) that the ar-1896 screwdriver was being used to remove a screw retained in the patient's right knee. Driver tip broke off in the screw. The screw and the tip were not retrieved from the patient. There is no known permanent harm to the patient.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event is most likely caused by leveraging of the driver while removing the screw, by improper engagement of the driver in screw hex and/or use of excessive force. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.